Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-03447. The lead information is unknown. It was reported ((B)(6)) the patient is experiencing a sudden loss of power occurring 1-5 times a day. When the power loss occurs the patient experiences overstimulation in his back at the anchor site. Lead diagnostics revealed multiple invalid impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Data: correction: the incorrect device was reported previously. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-03447 and 1627487-2016-04826.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-03447 and 1627487-2016-04826. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the extension which resolved the issue. Therapy has been restored.